Event description:
The customer reported that during incoming inspection the engineer confirmed gas leak from either o2 regulator or blender. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion failure analysis tech will evaluate the alleged defective device if it is returned to the MFR.